Event description:
The customer called with a low blood glucose reading of 44 mg/dl after bolusing for a meal. The customer treated with orange juice during the call. The customer was with his roommate at the time of the call, and the roommate agreed to take the customer to the ER for treatment if needed. The customer's blood glucose reading was 84 mg/dl after drinking orange juice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.